Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: xience xpedition is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: the safety and effectiveness of the xience xpedition stent have not been established for subject populations with in-stent restenosis. In this case, it is unlikely that the reported IFU deviation directly caused or contributed to the reported incident. The device was returned for evaluation. The reported shaft separation was confirmed. Guide wire resistance could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient underwent a procedure to treat restenosis of a non-abbott stent previously implanted in the left internal mammary artery (lima) to the left anterior descending (lad) artery. Using right femoral access, a 300 cm non-abbott guide wire was advanced into the patient anatomy. A 3.0 x 10 mm cutting balloon dilatation catheter was advanced to the target site and pre-dilatation was performed. A 3.0 x 18 mm xience xpedition stent delivery system was then advanced and the stent was deployed to treat the restenosis. A 3.0 x 23 mm xience xpedition stent delivery system was then advanced to the target site and implanted proximal to the 3.0 x18 mm xpedition in an overlapping fashion. The 3.0 x 23 xpedition stent delivery system was then withdrawn from the patient anatomy. After the stent delivery system was out of the patient anatomy, but still on the guide wire, the physician felt mild resistance with the guide wire. Per reported information, there was no resistance noted during advancement of the xience xpedition. He pulled with normal pressure on the stent delivery system and the front end of the dilatation catheter with the balloon tip separated from the stent delivery system and remained on the guide wire. The physician easily removed the separated segment from the guide wire. The physician then advanced a 3.0 x 20 mm nc trek over the same 300 cm non-abbott guide wire to perform routine post-dilatation. There was no resistance noted during advancement or withdrawal of the nc trek. There were no adverse patient effects and no clinically significant delay. No additional information was provided.